Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation boards, connectors, and power supply connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.